Event description:
It was reported, needle filter blunt fill, visible droplets inside packaging. The following was provided by the initial reporter: it was reported that the operating room provided feedback regarding a box of vabysmo during preparation for patient use. Moisture/condensation was discovered inside the sealed co-packed filter needle. The product was not administered to the patient.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.